Event description:
It was reported that the device showed high voltage lead impedance. Possibly due to loose connection issue. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.